Event description:
It was reported that the rotary knob is defective. The event occurred during clinical use but there was reportedly no patient user harm. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the optical switch kit for which a quote was provided. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the rotary knob is defective. The event occurred during clinical use but there was reportedly no patient user harm. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the optical switch kit for which a quote was provided. The device remains at the customer site and no further evaluation is warranted at this time.